Event description:
It was reported that the patient had developed exit block of the pace/sense portion of the right ventricular (rv) lead. A new pace/sense lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable biv defibrillator (B)(6) 2009; 419678 implantable pacing lead (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009. (B)(4).